Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target area was located in a forearm shunt. A 5.00cm x 2cm x 50cm peripheral cutting balloon was selected for use. During the procedure, upon first dilation, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target area was located in a forearm shunt. A 5.00cm x 2cm x 50cm peripheral cutting balloon was selected for use. During the procedure, upon first dilation, it was noted that the balloon ruptured at 6atm. The procedure was completed with another of the same device. No patient complications were reported. Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was unfolded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was observed to be escaping from a balloon pinhole leak approximately 8mm distal to the distal edge of the proximal marker band. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. The rate burst pressure of this pcb device is 10atm. The markerbands, blades and tip section of the device were visually and microscopically examined and no issues were noted with the device that may have potentially contributed to the complaint incident. All blades were present and fully bonded to the balloon material. A visual and tactile examination identified no damage or any issues along the length of the shaft. No other issues were identified during the product analysis.